Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.

Event description:
The freedom driver was not supporting a patient. The customer, a (B)(6) hospital, reported that the freedom driver did not pass the system check out.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in driver's data file. Visual inspection of external components found damage to the display cover and fan cover. Visual inspection of internal components found damage to the cable port running from external power to main power board. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional 48-hour observation run was performed. No malfunctions or alarms were produced. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated as there were no alarms or malfunctions produced during testing; root cause of the red alarm could not be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the display and fan covers was cosmetic only. Freedom driver functioned as designed. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.